Event description:
It was reported that a patient had a system error 2240 (air in line/set) alarm on their homechoice device. The patient was connected to the device at the time of the event for drain three of three of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient line had unintentionally disconnected from the transfer set during therapy. The patient reconnected themselves to the patient line following the disconnection. The technical service representative assisted the patient with clearing the alarm. The patient was advised to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. However it was reported that the patient line had become disconnected which is a known cause of the reported alarm. It was also reported that the patient reconnected the patient line, which is reuse of a single-use item. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.